Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the force bipolar instrument (part number: 471405-06, lot number: k10210906-0191) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 2 hours and 19 minutes. The instrument had 4 uses remaining out of 12 max tool uses. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. Blank MDR fields: relevant tests and patient medical history are unknown. The expiration date is not applicable. The implant is blank because the product is not implantable.

Event description:
On 02/08/2022, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: ¿tip of endowrist force bipolar came off the bipolar inside the patient while procedure was ongoing; instrument number k10210906-0191. There four uses left on the equipment. Tip was retrieved by surgeon. No harm to the patient.¿ intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.

Manufacturer narrative:
H3. Analysis results can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: the force bipolar instrument was inspected prior to use and no damages were noted. The broken pieces were retrieved with robotic instruments and all two broken pieces were verified by comparing two pieces together. No post-operative tests were performed. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. D11 - isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip tip to be related the customer reported complaint. Broken material, approximately 0.68" - 0.21", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. The root cause is attributed to user, such as excess force applied to the instrument jaw. Additional observation: the molded insulator of the grip tip was broken off as well. A molded insulator piece approximately 0.11" x 0.10" was found to be broken off the grip assembly. The broken piece was returned. No material appeared to be missing as the broken assembly was pieced back together. The root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.